Event description:
Consumer reported complaint that he may have swallowed a true metrix test strip. Customer stated that he was testing his blood glucose on saturday, and when he went to discard the used test strips in his waste basket, he did not notice if all of the test strips had made it into the basket. Customer stated he went to take his medication and believes that one of the test strips was stuck to his hands; customer stated that after he took his pill, he realized he accidentally might have swallowed the test strip. Customer stated that he checked the waste basket and did not see the missing test strips. Customer stated that he came to the conclusion he might have swallowed it. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. Coordinator had initially spoken with customer and transferred customer's information to technician. Technician was unable to contact the customer via telephone; no further information was able to be obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to risk of swallowing of foreign objects that are not intended to be in the human body (such as test strips). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-073: user not familiar with system IFU. Note 1: manufacturer contacted customer in a follow-up call on 20-nov-2024 to ensure that the initial concern was resolved - able to establish contact with customer who stated he was feeling well, and that no medical intervention had been required. Note 2: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.